Event description:
Boston scientific received information that this patient expired due to septic shock/multiple organ failure related to (B)(6), endocarditis with vegetation growing on his leads. It was reported that six months prior the patient had (B)(6) in his sputum. The patient was cremated and the device was maintained by the funeral home.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.